Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise via reduced intrinsic amplitudes. There was an untreated episode stored due to the same noise. The sensing vector at the time of the shock was set to the primary sensing vector. The patient also has a pacemaker. Technical services discussed some testing for myopotentials and perhaps changing the sensing vector. The clinic tested the system and found that the alternate sensing vector was better. There were no additional adverse patient effects. The system remains implanted.